Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the mid lcx. The lesion exhibited 95% stenosis. The device was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated twice however the endeavor resolute could not pass the distal of the lesion due to calcification and tortuosity. No patient complications reported. Device was returned for evaluation and stent deformation was noted. Evaluation summary: the hypotube was undamaged. The distal tip was flared indicating that it may have been stubbed during advancement. Initial mandrel movement was successful. The stent was displaced distally leaving a gap between the proximal marker band and proximal pillow with distal segments covering the distal marker band, possibly due to snagging on calcified plaque and being pulled distally upon removal of the device. The first 5 distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation. Lesion morphology - 95% stenosis. Stent deformed.